Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Stryker evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that they were using their device during a patient event and the device took longer than expected to charge defibrillation energy. As a result, a significant delay in delivering defibrillation therapy may occur. There were no reports of any adverse effects to the patient as a result of the reported issue.